Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly, the final acceptance test proved the device functions to be as specified. The data returned for evaluation were inspected. The inspection revealed that on august 21st 2016 the "atrial overdrive" function was deactivated. This function was re-activated during the follow up on september 12th 2016. As mentioned in the complaint description, the data confirmed that this was the only parameter change performed during this follow-up. The available data did not reveal any indication of a pacemaker malfunction. Based on the information available for analysis, the root cause of the reported clinical event could not be determined. However, the data indicate a normal behavior of the pacemaker. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR - the patient fainted and the physician suspects the pacemaker failed or the settings of the device may be wrong. On (B)(6), the patient was in for a routine follow-up. The only change was to switch "atrial overdrive" from off to on. The patient hadn't felt well after that follow-up, but did not contact the clinic. On (B)(6), the patient fell while fainting and broke her leg. She was sent to the ER and when she arrived, her device was interrogated. All measurements as well as the event records didn't show anything abnormal. It is unknown, still, why the patient fainted. This device remains implanted.